Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the lamp required changing and the system locked. There was no system advisory. The procedure could be completed without patient harm.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and confirmed the lamp issue. The xenon lamp had reached it rated life and was replaced. The company service representative did not indicate finding the cause of to the reported system locking issue. The system was then tested and met all product specifications. The system was manufactured on october 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp issue can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The root cause of the reported system locking issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).